Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any malfunction code recurs in the future.